Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). A lot history record review was completed for lots 3000413832, 3000414849, and 3000412961 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported vasoview hemopro 2 co2 port blocked. Insufflator on the stack system would work when not connected to the harvesting cannula.